Manufacturer narrative:
Clinical evaluation performed by medical affairs director: one month after primary cementless tha a periprosthetic fracture occurs. The intraoperative fluoroscopy shows a stem correctly positioned. The report does not mention any significant trauma, but of course it doesn't mean there wasn't any. To date, we cannot draw any conclusion as to the causes of this adverse event, and we cannot find hints of a defective or malfunctioning device.

Event description:
The patient came in reporting pain due to a periprosthetic fracture. The cause of the fracture is unknown. The patient has not undergone a revision surgery yet. More information could become available.

Manufacturer narrative:
Batch review performed on 15 december 2020: lot 2000037: (B)(4) items manufactured and released on 28-may-2020. Expiration date: 2025-05-19. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in reporting pain due to a periprosthetic fracture. The cause of the fracture is unknown. The patient has not undergone a revision surgery.